Event description:
While in use the balloon on the balloon wedge catheter ruptured inside the patient. There was no harm to the patient and the catheter was removed safely. Manufacturer response for balloon wedge catheter, balloon wedge catheter (per site reporter), mfg notified by the site.